Event description:
A customer reported that while preparing the hd 3cmos camera head for a therapeutic laparoscopic procedure prior to anesthetizing the patient, no image appeared after startup of the device. The intended procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. The device was returned to an olympus repair facility and an evaluation was performed. Upon inspection and testing of the unit, e226 scope communication error occurred due to deformation/twisting of the cable. After the cable was replaced, no error code displayed, and the image was returned to normal. Based on the results of the investigation, the reported issue was confirmed and found to be due to a faulty cable. The event can be detected/prevented by following the instructions: follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly, or the frozen image may not be restored during the examination. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged. Olympus will continue to monitor the field performance of this device.